Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During shift check, the customer reported the thermogard console (sn (B)(4) displayed a "factory configuration not complete" error message. No patient involvement.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a "factory configuration not complete" error message was confirmed during functional testing. The root cause of the reported complaint was due to a defective input/output printed circuit board (I/o pcb), likely attributed to the normal wear and tear of the device. The thermogard console was manufactured in march 2015 and is more than seven years old, past the expected service life of 5 years. During visual inspection, no physical damage was observed on the thermogard console. In addition during the visual inspection, unrelated to the reported complaint, noticed a degraded coldwell cap gasket, dirty intake filter, and presence of rust on the compressor. The probable cause could be due to the normal wear and tear or could be due to mishandling, as no preventive maintenance (pm) was performed on the console for the last four years. The coldwell cap assembly was replaced, and the intake filter and the compressor were cleaned to address the observed issues. The review of the event log showed multiple mid:27 (malf_eeprom) error messages that caused the console to display the "factory configuration not complete" message. During functional testing, the thermogard console displayed a "factory configuration not complete" error message following the power-on-self-test (post), thus confirming the reported complaint. The defective (I/o pcb) board was replaced to remedy the fault. Following the repair and replacement, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).